Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing of smaller atrial signals were observed on atrial lead channel and episodes leading to early termination by the device. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.